Manufacturer narrative:
We provided the customer with information on possible causes of tass, and cleaning & sterilization dfus for handpieces. The investigation, including root cause analysis is in progress.

Event description:
The facility reported four possible cases of toxic anterior segment syndrome (tass). They are looking at all possible causes, including their cleaning process. This patient's inflammation was noted one day post-op. No cultures were done, and no vitrectomy was required; patient was reported as good. These cases are reported under manufacturer report #'s: 2028159-2007-00182, 2028159-2007-00183, 2028159-2007-00184, 2028159-2007-00185.